Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) show ventricular oversensing on the right ventricular (rv) lead. The sensing vector for the rv lead was reprogrammed. The rv lead remains in use. No patient complications have been reported as a result of this event.